Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, those results will be the subject matter in the follow-up report.

Event description:
This rep is reporting that during an arthroscopic meniscal repair, the silicone/plastic retention tube of an undefined rapidloc device fell into the pt's joint space. The fragment was retrieved without issue and the procedure was concluded successfully without further incident or harm to the pt.